Event description:
It was reported that a pt underwent an unk gynecological/obstetrical procedure on an unk date and suture was used. During the procedure, the tip of the needle broke off and they could not find it. It is possible that it is left in the patient. There are no intentions of further medical intervention. There were no adverse patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.